Manufacturer narrative:
Device not returned, follow up with company rep.

Event description:
It was reported a physician performed a kyphoplasty procedure on a clinical study pt at levels l1 and l3. A leakage of cement laterally at level l3 was observed. The pt experienced bone cement extravasation and post-kyphoplasty back pain. The pt was treated with analgesia. The event resolved four days later. Reportedly, there was further compression of fracture in t12 compared to the x-ray done on (B) (6) 2006. No additional info was reported.